Event description:
Additional information was received on 24-jan-2017 from a healthcare professional (hcp) and it was reported that the patient had the pain pump trial on (B)(6) 2016 and the pump was implanted on (B)(6) 2016. During the surgery, the pump was filled with 20 ml preservative free hydromorphone 1 mg/ml at 0.0065mg /day. The patient had a personal therapy manager. On (B)(6) 2016 the patient had a follow appointment with the hcp. The patient experienced pain. A dressing change was done. The patient was told to wear the abdominal binder. Concomitant medications were oral narcotics and a fentanyl patch. On (B)(6) 2016 the patient followed up with the hcp. The hcp increased the pump dose. On (B)(6) 2016 the patient followed up with the hcp. The oral medication was decreased. The pump dose of hydromorphone was increased to a 0.075 daily dose. The patient followed up with the hcp on (B)(6) 2016. The patient experienced pain with all activity. The fentanyl patch dose was lowered. The pump dose of hydromorphone was increased to 0.3/day. On (B)(6) 2016 the patient followed up with the hcp. The pump dose of hydromorphone was increased to 0.4 day. There were no notes about a hospitalization. The hcp was unaware of the patient being hospitalized.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 the patient reported that after implant he was told that they put a different medication in the pump than what was used during the trial and he ended up being rushed by ambulance to the hospital and was in the intensive care for two days. The trial was done using fentanyl and dilaudid was put in the pump. The patient wasn¿t sure what was in the pump and he wasn¿t sure what was going on as he hadn¿t been able to get a hold of the doctor yet and he hadn¿t seen him long enough for him to put anything in it. The patient was told by the hospital that there was no medication in the pump and they would put medicine in it later. When his pump doctor came to see him in the intensive care he put a 25 mcg fentanyl patch on him and then turned him over to another doctor. That doctor took off the 25 mcg patch; put a 50 mcg patch on him; and sent him home with a script for 5 more patches and then yesterday when he went to the pump doctor¿s office they never gave him a script or anything because the doctor was out of the country. He was given instructions for using his remaining patches every 4 days instead of every 3 days like he used to. His pain level had been unreal and when he left the office his blood pressure was 130/90. At the visit he was told there was dilaudid in the pump. The patient didn¿t know what was done and what happened to make him end up in the intensive care except that he was told that after they put it in and flipped him over his pulse went down to 20 and he had shallow breathing so they called the ambulance. The patient had never had dilaudid before in his life so he didn¿t know if he was allergic to it or if it would bother him. The pump currently wasn¿t even turned up enough where he could even tell anything. All of the staples were removed at the visit. The patient was under the impression that because he was on fentanyl patches before implant and the trial was done with fentanyl that fentanyl would be put in the pump and not dilaudid. The adhesive from the fentanyl patches really bothered his skin. He had stripes and everything on his skin where he had the adhesive pull off his skin and this was the reason that he wanted the pump. He was told that fentanyl would be put in the pump. The patient had an appointment with a heart doctor for the first time today because of whatever happened in the surgery room. He didn¿t know what happened. He just ended up waking up in the intensive care when it was supposed to be an outpatient surgery. The patient had had multiple prior surgeries and had never had any problems. He had had almost every joint on the left side of his body worked on. He had also had surgery for his gallbladder and appendix. The patient tried to keep track when things were done to him because he had had really bad health problems that last 16 years because he had complex regional pain syndrome. He was considering finding another doctor and trying to figure out what happened by himself because he wasn¿t being told the same thing or getting answers even after asking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.